Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of this complaint confirmed the event summary code selection. A product history review was performed as required. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per wi-000100100.

Event description:
On 08/04/2022, it was reported by a sales representative via email that a ar-1360tr-bc tightrope did not have any free tensioning ends and was tangled within itself whenever the scrub tech unfolded the white packaging that the tightrope was contained in. This was discovered during an unknown case on (B)(6) 2022, with no patient effect reported. No additional information provided. Additional information requested. Additional information provided on 08/05/2022, it was reported that this occurred during a mpfl case